Manufacturer narrative:
H6- device evaluation: lens was returned in liquid in a vial. Visual inspection found a haptic torn. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -14.0/2.0/112 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a longer length lens due to lens rotation with shallow vault. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).